Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window. (B)(4).

Event description:
The customer's daughter reported via telephone call that the buttons on the insulin pump were not responding properly. The daughter did not know the blood glucose reading. The issue occurred after the battery had been changed. The customer's daughter was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer's daughter was advised that the insulin pump would be replaced and agreed to return the product for analysis.